Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device would be inoperable, and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Stryker evaluated the device and could not verify or duplicate the reported issue. Root cause of the reported issue could not be established.